Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with intermittent capture. The lead was noted to have oversensing on atrial tachycardia (at)/ atrial fibrillation (af) events. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead had high/undefined impedance on the superior vena cava (svc) coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.